Event description:
It was reported to philips that the system gave a remote alert indicating shutter collimation failed, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary treatment procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system gave a remote alert indicating collimator shutter defect. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logfiles and tried to replicate the issue, but the fse was unable to reproduce the error. After checks, the fse confirmed that the system was in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.